Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The damage noted to the device would be indicative of the as reported defect. The coil delivery wire was seen to be kinked which may have caused the friction in catheter. The reported coil in catheter friction and the analyzed analysed coil stretch, main coil suture damage and main coil prematurely detached/separated inside patient will be assigned procedural factors as the defect appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.

Event description:
The review of the investigation of the returned product found the coil prematurely detached during use. There were no clinical consequences to the patient.